Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. This device depleted from 1.5 years to end of service in 11 months. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. This device depleted from 1.5 years to end of service in 11 months. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that this device exhibited brady pacing rate not as expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. This device depleted from 1.5 years to end of service in 11 months. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that this device exhibited brady pacing rate not as expected.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker device. This device depleted from 1.5 years to end of service in 11 months. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis. Additional information received indicated that this device exhibited brady pacing rate not as expected.

Manufacturer narrative:
This report contains correction in section h11: the returned device was analyzed, and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the devices battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report contains additional information in section b5 describe event or problem and h6 device codes.